Manufacturer narrative:
(B)(4). Approximate age of device ¿ 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 10/03/2016. It was reported that the patient has remained as inpatient since implant. The patient is experienced elevated lactate dehydrogenase (ldh) levels. On (B)(6) 2016 the ldh level peaked at 781 u/l, and on (B)(6), the ldh level was 708 u/l. The patient was started on intravenous bivalirudin and is currently listed as status 1a on the transplant list. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported increase in the patient''s lactate dehydrogenase levels could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.